Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be determined for the reported visual issues. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. The patient feels the issues are related to their pre-existing severe dry eyes, and pre-existing astigmatism, which they feels was not corrected (non-toric lens). The reporter has good near vision. The reporter followed-up and indicated the healthcare professional (hcp) was not addressing the concerns. Reporter restated that they have had has had extreme blepharitis and dry eyes for years. The queried if these lenses were contraindicated for these issues. File will be reopened in new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in d.4. Additional information was added in b.5., b.7.,d.10.,h.3.,h.6. And h.11. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient vision was blurred distance and intermediate. She could not read large wall menus in fast food restaurants, and could not see street signs. She saw better before surgery. She believed the blurry vision was due to her pre-existing severe dry eyes, and pre-existing astigmatism she felt was not corrected with this lens. She could see very well at near. She has another company lens in her left eye, and was happy with the vision in left eye. Appointment with the surgeon was scheduled. Additional information has been received via live call from reporter. Vision had not improved. Doctor not helping her issues. Still had trouble driving, cannot see street signs, felts she had no peripheral vision. Her hobbies were crafting. She has had extreme blepharitis and dry eyes for years. She had been on prescription medication to help it, used warm compresses and artificial tears but did not clear up redness and irritation. Her doctor had been aware of this and has not come up with a way to relieve it. She wants to know if dry eyes were contraindicated with these lenses.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient vision was blurred distance and intermediate. She could not read large wall menus in fast food restaurants, and could not see street signs. She saw better before surgery. She believed the blurry vision was due to her pre-existing severe dry eyes, and pre-existing astigmatism she felt was not corrected with this lens. She could see very well at near. She has another company lens in her left eye, and was happy with the vision in left eye. Appointment with the surgeon was scheduled. Additional information has been requested.